Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential oversensing was observed on the device. Upon review of egm, low level frequency noise inhibiting pacing was observed. Programming changes were recommended. Patient will be monitored with routine follow up. No further information available.